Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted with a ventriculoperitoneal shunt and was having a problem with their settings.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that per the reporter, the patient had not been near any magnetic devices since it was known to the scoliosis surgeon and staff that the patient had a valve that was not MRI compatible. It was also noted that the surgery occurred in (B)(6) 2013 and not 2014 as previously reported.

Manufacturer narrative:
Event date updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient was implanted in (B)(6) 2012. The valve was set to 1.0, but when returning for a follow up appointment approximately 1 month later, the valve was set to 0.5. Reportedly, it took 1 month of incorrect treatments to determine the valve was set to wrong setting. It was stated that 0.5 was the preferred setting for the patient, but the concern was that the pressure setting differed spontaneously. In 2014, the patient underwent scoliosis surgery and after the surgery, the valve setting was at the highest setting. This was discovered 4 weeks after the scoliosis surgery because the patient was presenting with a fever. The fever was suspected to be an infection but turned out to be "central fever" due to increased intracranial pressure (icp). The valve was adjusted to 0.5 and the fever resolved and so did the mental status changes that occurred due to the increased icp. Since then, the shunt was generally functional, but the patient would spontaneously vomit due to the high icp prior to the valve draining. This would occur 3-4 times a month. At the time of the report, the patient was at their baseline, apart from the vomiting.